Event description:
It was reported the patient presented with a right ventricular lead that exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.